Event description:
On (B)(6) 2013, the patient reported that the down button on his infusion device was not functioning. The patient is visually impaired. He was trying to program a bolus and it was not delivered. The patient's son helped with troubleshooting and was not able to find any problem with the button. Follow-up with the patient revealed that he is still having issues with the down button not functioning. The patient changed the battery, but the problem persisted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.